Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No data was found in the prime history from the time of the reported low bg's due to continued patient use. A 29-hour flow accuracy test was performed. The pump passed the flow accuracy test and was found to be delivering within the required specifications. No insulin delivery defects were found. If animas obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
It was reported that on (B)(6) 2011 at 8:27 am, the patient obtained the blood glucose reading of 44 mg/dl; at 11:07 am the reading of 61 mg/dl; at 12:49 pm 197 mg/dl and at 1:44 pm 237 mg/dl. The patient experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. The patient reported obtaining erratic blood glucose readings for one and a half months. The patient did not seek any medical attention or treatment. Troubleshooting revealed all pump settings, programming, date/time setting and basal setting were correct, all total basal/bolus doses given correctly matched those programmed, and there were no issues with the infusion set. The patient reported the infusion site is red and painful. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The erratic blood glucose readings may have been caused by an issue with the infusion site. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.